Event description:
A technician reported poor flap quality during the procedure. There was no patient harm and the case was completed.

Manufacturer narrative:
Investigation included root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).